Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's adaptive stimulation was programmed on and the patient was getting good coverage from the therapy. Then, the patient had vomited (unrelated) after which the patient experienced shocking/jolting around the ins pocket site only. The rep reported that the site looked well healed, the incision looked fine and the impedances were normal. The rep stated that with the stimulation on only, the patient felt the strongest shocking/jolting around the ins pocket site when laying on her right side, but also felt it was laying on her back and when standing. The rep noted that the ins was implanted in the right buttock area. The rep said that the shocking/jolting only occurs intermittently and the patient could not recreate the shocking/jolting. This was noted to be a sudden change in symptoms/therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that there were no known circumstances that led to the shocking/jolting at the implant pocket site. According to the patient, it just started out of nowhere one day. Steps taken in order to resolve the shocking/jolting at the implant pocket site, were changing positions, turning down/off the device, contacting the manufacturer representative (rep), and adjusting the device. It was noted that the shocking/jolting at the implant site has not been resolved but it has decreased in severity and how often it happens. It still happens occasionally. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the adaptive stimulation was not enabled/programmed at the time that the patient initially felt the shocking. The shocking was mainly located immediately surrounding the battery and it was intermittent and unrelated to position. The shocking only occurred when stimulation was on and it had occurred a handful of times. The patient turns the therapy off when they feel the shocking and it resolves. No further cause had been determined, however the technician stated it may be caused by ¿fluid in the header block¿. The patient went home following the visit with the adaptive stimulation enabled and programmed; the patient would continue to monitor the occurrence of the shocking and report back regarding the ongoing frequency of the issue. It was noted that the patient has not gained or lost weight. No further complications were reported/anticipated.